Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that quality control (qc) data was within range and service was requested. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the instrument and found the sample probe was raised up above the mount and had a loose screw. The cse became aware that the customer had crashed the probe and performed a replacement. The issue was resolved by the cse and the instrument was operational. The customer performed adjustments, qc, patient testing, and all results were within specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed glucose (glu) result was obtained on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate instrument. The customer informs the repeat result was higher and fits the patient's clinical picture, and within normal laboratory reference ranges. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed glu result.